Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient presented with a pocket site that had opened up and looked infected. Patient was sent to surgery and found pocket site and the spine site were infected, physician removed total system. A anchor revision was done and a tyrx was used on 11/3 just in the spine site. The pocket site was not touched. Physician suspected that the pocket site was infected and traveled to the spine site. Issue was resolved.